Manufacturer narrative:
It was a philips field service engineer (fse) who repaired this unit by implementing field change order for the pm board.

Event description:
When the unit shut off on a patient, the "unit did not alarm." The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The device was evaluated and confirm remotely by a philips remote service engineer (rse). The biomedical engineer (bme) stated the unit was unable to power the unit on. The unit shut down unexpectedly, so there was no alarm or message since all power was lost. The bme reseated the cable on the power management board, re-plugged the cables, and the unit was able to power on. The bme found backup alarm failed, 35 v supply failed, auxiliary alarm supply failed errors in the significant event log, and stated 35v is ov in the pneumatics screen. The rse advised the caller to swap out the with a known good pm pcb or mc pcb to see if it resolves the issue. The rse provided the part information for pm pcb and mc pcb per bme's requests. The bme replace and installed the power management pcba. Unit passed required performance verification tests per philips standards.